Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was bent and not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl). The patient reported the cannula was bent and did not insert in the infusion site. The pod was not worn.